Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly; no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" error message with the adc freestyle libre 2 sensor, on the 4th day of wear, and experienced symptoms of confusion and dizziness. Customer was unable to self-treat due to symptoms and received a blood glucose test and an unspecified dose of humalog insulin from a healthcare professional. There was no report of death or permanent injury associated with this event.